Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The operating currents could not be tested and no battery alarms could be verified due to unresponsive buttons. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip, missing reservoir tube seal and a missing end cap sticker.

Event description:
The customer reported via phone call that they had a battery out limit alarm and a keypad anomaly on the insulin pump. Customer was unable to clear the alarm. Customer's blood glucose was 91 mg/dl at the time of the incident. Customer stated that the pump alarmed after a battery change. Customer stated that none of the keys are working. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.